Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. DHR's for the freestyle lite meter and freestyle strips were reviewed and the dhrs showed the freestyle lite meter and freestyle strips passed all tests prior to release. Retain testing was performed for the freestyle strips and all units performed in specification and passed. A tripped trend review was completed for the freestyle test strips and the reported complaint. There were trips observed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer¿s son reported customer¿s adc blood glucose meter would turn on with button press but not with test strip insertion. Caller further reported that approximately two weeks prior to calling adc customer service on (B)(6) 2017 customer was watching tv when she began to feel ¿lightheaded and weak¿ and then experienced ¿diarrhea and felt as if she would vomit¿, but she could not use her meter to test with so paramedics were called and she was transported to a hospital. At the hospital emergency room customer¿s blood sugar was found to be ¿low¿ (no reading provided), she was diagnosed with hypoglycemia and treated with an unspecified ¿shot to get her sugar up¿. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s son reported customer¿s adc blood glucose meter would turn on with button press but not with test strip insertion. Caller further reported that approximately two weeks prior to calling adc customer service on (B)(6) 2017 customer was watching tv when she began to feel ¿lightheaded and weak¿ and then experienced ¿diarrhea and felt as if she would vomit¿, but she could not use her meter to test with so paramedics were called and she was transported to a hospital. At the hospital emergency room customer¿s blood sugar was found to be ¿low¿ (no reading provided), she was diagnosed with hypoglycemia and treated with an unspecified ¿shot to get her sugar up¿. No additional treatment was reported. There was no report of death or permanent injury associated with this event.